Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method and result codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
In accordance with company policy (internal sop), the company sent a glucometer, replacement test strips, control solution, and a postage-paid return envelope for the return of the products. The products have not yet been returned for evaluation. The company was unable to contact the customer through call-backs attempted on 1/3/20, 1/6/20, and 1/7/20. On 1/7/20, a product notification letter was sent to the customer, asking him to contact the customer care department for follow-up. The company made a successful call-back attempt on 1/13/20. In accordance with company policy (internal sop), the company called to ensure that the customer¿s replacement materials had arrived, that the meter was working, and that the customer¿s condition had improved. The wife indicated that the customer had died. She noted his complicated health condition, which included diabetes, cancer, and heart problems. She noted that she did not want to discuss the matter at the time, and asked the representative to call her back in around 15 days. This called lasted for less than 2 minutes. The company initiated a follow-up call on 1/29/20. She noted that her husband died on (B)(6) 2020 at the age of (B)(6), and did not wanted to discuss further and asked the representative to call her back in around 2-3 months. This call lasted for less than two minutes.

Event description:
A true metrix customer¿s wife called the company to try to resolve an error message (¿e-3¿) the glucometer was displaying. During the call, the wife stated that the glucometer did not turn on when a test strip was inserted. The wife also stated she had called emergency after a reading was in the 400s. She also indicated that she and her husband had recently returned from the emergency room, where he had spent two days for several conditions and a high sugar rate. According to the wife, the glucometer was stored in her dining room in a manner consistent with the device¿s specifications. She noted a test strip lot manufacturer¿s expiration date of 12/31/20 and an open vial date of 11/2/19. She stated that these accessories were likely purchased one-to-three months earlier. The wife also stated her belief that she used the correct battery for the glucometer. A company representative attempted to trouble-shoot the problem. During that process, the wife indicated that the glucometer powered on and off, but that the ¿e-3¿ error code displayed as soon as test strips were inserted. This initial call lasted for approximately 27 minutes. The wife called back about ten minutes later and indicated that her husband was almost coma-like. She indicated that the meter was continuing to display error messages and that a second meter, provided by the (B)(6), but could not find it. The company representative instructed the wife to seek immediate medical attention for her husband, however the wife indicated that the doctor sent her husband back home. This call lasted for less than two minutes.